Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: review of operation notes provided indicates that proper surgical technique was followed. Review of pre and post operation x-rays provided do not indicate any abnormality of device implantation. However, the amount of internal/external rotation of femur and tibia (if any) could not be determined. Excessive internal/external rotation could result in flexion contracture. However, with the available info , a conclusive cause cannot be determined for the alleged deficiency. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt is presenting with pain and limited range of motion.